Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged shutdown issue could not be verified; however, a root cause for the touchscreen allegation was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source the pump was recognized. Additionally, it was reported that the pump touch screen was on, but the display remained black. Customer's blood glucose level was 224 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.